Event description:
It was reported that the patient had been admitted to the emergency room due to hypoglycemia. The patient stated they had multiple pods show that within 24 hours they were out of insulin. The patient woke up and was experiencing shaking, sweating, delirium, and a pounding heart and went to the ER, but did not provide specific blood glucose levels. The patient was treated with glucagon after being diagnosed with hypoglycemia and was discharged after 7 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.